Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a device changeout procedure of a non boston scientific device, the unknown right ventricular (rv) lead set screw would not loosen. Technical services (ts) discussed troubleshooting options of different wrenches to try. After taking the seal plug out and tapping on it, the rv lead was freed. It is unknown if a new system was implanted successfully. Additional information is being requested by the field. No adverse patient effects were reported.